Manufacturer narrative:
The information related to hospitalization and event was not available with initial report. The information has been provided with this report. Additional information related to self test and event has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer received emergency medical services and admitted to the hospital due to diabetic ketoacidosis on (B)(6) 2020 at 6 am with high blood glucose level. The customer stated that insulin pump lost power and shut down which led to hospitalization. The customer also stated that they did not got insulin last week and ended up to the hospital and customer is still at hospital. The customer did not received any error or alert on insulin pump. It was also stated that customer was not wearing insulin pump during the time of high blood glucose because they were ran out of insulin so they called emergency contact number. It was reported that self test was performed on insulin pump and no error was detected.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis. Blood glucose reading was 713 mg/dl. The customer experienced nausea. The customer was treated with insulin drip at the hospital. Troubleshooting for the customer¿s high blood glucose was performed. The insulin pump will not be returned for analysis.